Manufacturer narrative:
Batch review performed on the 13 june 2019: lot 184892: (B)(4) items manufactured and released on 06-september-2018. Expiration date: 2023-08-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Another implant was involved in the complaint: gmk-sphere 02.12.0006l femoral component sphere cemented size 6 l lot 186108 (k121416): (B)(4) items manufactured and released on 08-nov-2018. Expiration date: 2023-10-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 2 month after primary the surgeon revised the patient knee because painful and not able to achieve full extension. The surgeon revised successfully the 10mm insert with a 12mm insert and the femoral component.